Event description:
The reporter indicated the surgeon implanted a vicmo 12.6mm implantable collamer lens in patient's left eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vault. The lens was exchanged for a longer length lens. This resolved the problem. On (B)(6) 2014, patient's last doctor visit; ucva was 20/20.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. There was evidence of clear surgical residue on the product. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).